Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for degenerative disc disease and non-malignant pain. It was reported that the spinal cord stimulation device does not work and has been out of service for an unknown amount of time. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) reporting that at the patient's appointment the rep discovered that their battery was in overdischarge. The rep used the antenna locate feature to jumpstart the battery and charged the battery to 25 percent. They then cleared the por (power on reset) message and checked their impedances. It was reported that all impedances were within normal range. The patient was sent home with instructions to charge to full over the next week. It was indicated that the issue was resolved at the time of the report. It was indicated that no surgical intervention occurred and it was asked but would not be made available on whether surgical intervention would be planned. The event was on 2018-(B)(6). No further complications were reported/anticipated.